Event description:
Consumer stated he/she had been a long time user of (B)(6) flossers she recently purchased a new pack at (B)(6) and immediately noticed that the plastic material used is different. "It¿s stiff and less pliable and when flip down the toothpick it often breaks off as the material doesn¿t bend well. Right off I noticed hearing/feeling a ¿snap¿ like breaking noise on the first bend ¿ then after 2 or 3 bends it often breaks off on one or both sides ¿ this is not something I experienced in prior years of using and can say it almost never became detached." 2nd of 2 flossers she had that broke.